Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. Cause was not known. The customer administered a manual injection of insulin and performed a supply change to address the bg. Reportedly, the customer infusion set cannula was bent however, customer did not allege this was the cause of the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.